Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump usb port appeared damaged and the customer experienced difficulty charging the pump. The customer's blood glucose was 170 (mg/dl). Reportedly the customer would continue to use the pump for insulin therapy.